Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Correction: the investigation identified that the reporter originally reported one other incident of foreign matter fluid path. As a result, this MDR has been updated to specify this MDR is for the report of cardboard in the patient connector ((B)(6)) - prior to filling is section b,5 and the complaint received date has been updated in section g,3. Event 3 a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Through visual examination of six (6) samples, one loose contaminant was observed inside of each respective male luer lock. Two samples had a contaminant that had a size greater than 0.5 mm². The other four samples had a contaminant with a size less than 0.5 mm². According to test specification of elastomeric infusion systems for assembly, in the fluid path, no contaminant larger than 0.5 mm² is allowed. This sample is one of the four samples with a size less than 0.5 mm² contaminant and is within specification. The defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3. 1 x cardboard in the patient connector ((B)(6)) - prior to filling.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3 2 x small particle inside the patient connector (09132024@3) - prior to filling